Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. It was reported the patient was hospitalized for the event (for five days). The patient was treated with vancomycin (2gm, route, frequency and duration not reported) and ceftazidime (1 gm, route, frequency and duration not reported) for the peritonitis. The patient was recovered from the peritonitis event. Pd therapy was ongoing. No additional information is available.